Event description:
It was reported that the gastrointestinal videoscope had a blinking image. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has a burn a root cause could not be identified. Based on the results of the investigation, the most likely cause of the intermittent image was an electrical component failure. The most likely cause of the burned c-cover was use of a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The c-cover burn can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.